Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated. During the inspection. Olympus found the cable was faulty resulting in blinking image and that the s7h1d cover should be replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that video function did not work normally occurred due to cable failure. The cause of the cable failure could not be identified. Additionally, rust was found on the adapter and the stopper and pin of the adapter were damaged. These device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was producing a flashing image during a urological examination. According to the initial reporter, the procedure was successfully completed using another device with no report of patient harm.